Manufacturer narrative:
Reference record (B)(4). Catalog number in report is the international list number which is similar to us list number of 062910. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Adverse event problem code of 4581 was chosen to capture the event of buried bumper syndrome (or event). Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date it was reported by the physician that the patient experienced an incarceration of the internal bumper. It was reported that the patient's peg tube was replaced.